Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right atrial (ra) lead. The suspected cause of the event was due to insulation damage, although not confirmed. Provocative testing was performed, and the noise was reproducible. The patient was stable and will continue to be monitored.